Event description:
A philips employee became aware of a journal article (published online 13may2024) ¿debulking with excimer laser coronary angioplasty versus balloon angioplasty in patients with in stent restenosis (eldisr study): a randomized controlled trial¿. The study retrospectively aimed to evaluate the effect of elca-based lesion preparation on the clinical outcomes of in-stent restenosis (isr) patients treated with standard drug-coated balloon (dcb) angioplasty. A total of 110 patients with isr were enrolled in the study between october 2021 and june2023. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 type c or above dissection and 4 no-reflow. During the 1-year follow-up, 2 patients experienced myocardial infarction and 5 required repeat target lesion revascularization (MDR # 3007284006-2026-00194). Additionally, 2 patients experienced cardiac death (MDR # 3007284006-2026-00195). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 13may2024 has been used, the date of publication. He, p et al_2024_debulking with excimer laser coronary angioplasty versus balloon angioplasty in patients with in stent restenosis (eldisr study): a randomized controlled trial. Lasers in surgery and medicine, 2025; 57:329¿338. Https://doi.org/10.1002/lsm.70013. This report captures the deaths that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 64.5 ± 10.6. A3a) patient sex - 47 males, 8 females. A4) patient weight - 25.6 (bmi). A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.